Event description:
The customer alleged that since the end of (B)(6), the units of measure for free triiodothyronine (ft3) had been changed from pg/ml to pmol/l. The customer stated this change went unnoticed. The customer began reporting all ft3 results outside the laboratory in pmol/l that were being interpreted as pg/ml. The customer stated the reported values were approximately 1.5 times larger than the actual values. This event only affected the ft3 results. The customer would not provide any patient results. There were no deaths associated with the erroneous results. The customer would not provide information on whether the patient was harmed by this event. The specific date of this event was requested but not provided. The ft3 reagent lot number and expiration date were requested but not provided. A root cause for this event could not be determined with the information provided. The customer declined to provide further details. On (B)(6) 2013, the field service representative performed a system upgrade. It could not be confirmed whether the customer deleted the application and downloaded it with the wrong units. There were no problems with quality control reported.

Manufacturer narrative:
This event occurred in (B)(6).